Event description:
Additional information received reported that where the device was in would break down, heal and start again. It was further stated that it had not bothered the patient ¿lately.¿ the reporter attempted to keep the patient from lying on the device. The wound was still present but it was smaller in size. As there were no signs of infection, no culture had been taken. The wound had been kept clean, dry, and intact. A manufacturing representative had been called out to the patient¿s location. A second follow up report will be sent if additional information is received.

Event description:
It was reported, the interstim no longer worked. The patient¿s skin was also breaking down on the right buttocks area where the device was implanted. The device was not coming through, but there was skin breakdown and a wound was present. It was stated to ¿get worse and then better.¿ this had been happening for one month. It was noted that they were looking for options for the device to be removed. No surgeries had been scheduled. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3093-28 lot# v098069, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).